Event description:
It was reported by the sales rep that a black substance was coming out of the end of the handpiece. This was discovered prior to being used in a procedure. There was no pt involvement.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation found presence of liquid and corrosion in the device. The device was repaired and returned to the customer.